Manufacturer narrative:
(B)(4)/mw5043587. Investigation summary: the account rep indicated that the marker and probe were not removed together following marker deployment, as instructed in the IFU. The marker device was not returned for analysis, which prevented a full investigation and analysis. However, the rep indicated that tissue was evident in the biopsy probe distal end, which may have caused resistance and kinking of marker applicator. Tip shear has been identified as a potential risk whenever the applicator shift is removed through the biopsy probe once it has been fully inserted into the probe aperture and ready for deployment. Our mammotome biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker applicator shaft from the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. No pt consequence as a result of this event. However, due to similar previously reported events, we are submitting this medwatch report.

Event description:
A copy of a medwatch report, mw5043587, was received on (B)(6), 2015 which stated that "when surgeon attempted to deploy the mammomark clip into the breast, the plastic tip of the applicator broke off into the pt's breast. Surgeon was able to remove the collagen/clip as well as the plastic applicator tip. An x-ray image was taken to verify all pieces were removed. A new mammomark clip was deployed into the breast, with another image taken to confirm replacement."